Event description:
User experienced a leak from the analyzer. There have been no injuries or patient problems as a result of the leak. The field service representative determined there was a loose seal piece on the cell clean valve and tightened the seal piece.